Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, it was reported that the patient was participating in a virtual prayer group when she was having difficulty operating her computer. A member of the group contacted the patient¿s daughter to check on the patient due to the patient¿s behavior, as she was disoriented, confused, unable to think clearly, and was unable to use her phone or communicate properly. The patient¿s daughter checked on the patient and her cgm value was in the 40s mg/dl, however, the patient did not receive any alert from her dexcom mobile app of her cgm value dropping. The patient drank orange juice and she was given (3) glucose tablets by her daughter as treatment. After treatment, the patient¿s bg level increased to 240 mg/dl (it was not specified if this was a cgm or bg meter value). The patient was doing ¿fine¿ at the time of report. It was reported that the patient experienced an alert/ notification issue which occurred on an unspecified day after sensor insertion (location not specified). On (B)(6) 2025, the patient was participating in a virtual prayer group when she was having difficulty operating her computer. A member of the group contacted the patient¿s daughter to check on the patient due to the patient¿s behavior, as she was disoriented, confused, unable to think clearly, and was unable to use her phone or communicate properly. The patient¿s daughter checked on the patient and her cgm value was in the 40s mg/dl, however, the patient did not receive any alert from her dexcom mobile app of her cgm value dropping. The patient drank orange juice and she was given (3) glucose tablets by her daughter as treatment. After treatment, the patient¿s bg level increased to 240 mg/dl (it was not specified if this was a cgm or bg meter value). The patient was doing ¿fine¿ at the time of report. The performance data was reviewed for the time period of interest. The sensor session started on (B)(6) 2025 at 9:05 pm. The session lasted 10 days and 12 hours before the sensor expired. The data indicates that on the morning of the event (B)(6) 2025 the user was in and out of signal loss starting at 1:20 am in the morning. The backfilled data indicates that during this time period the users egvs were within target range, ranging from 100 mg/dl to 175 mg/dl. At 6:50 am in the morning through 8:55 pm, that evening, there is a large gap in the data with no data being logged. The cause of the gap was determined to be a temporary communication error between the transmitter and the app. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 medical device problem code - correction. H6 type of investigation - additional . H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, it was reported that the patient was participating in a virtual prayer group when she was having difficulty operating her computer. A member of the group contacted the patient¿s daughter to check on the patient due to the patient¿s behavior, as she was disoriented, confused, unable to think clearly, and was unable to use her phone or communicate properly. The patient¿s daughter checked on the patient and her cgm value was in the 40s mg/dl, however, the patient did not receive any alert from her dexcom mobile app of her cgm value dropping. The patient drank orange juice and she was given (3) glucose tablets by her daughter as treatment. After treatment, the patient¿s bg level increased to 240 mg/dl (it was not specified if this was a cgm or bg meter value). The patient was doing ¿fine¿ at the time of report. It was reported that the patient experienced an alert/ notification issue which occurred on an unspecified day after sensor insertion (location not specified). On (B)(6) 2025, the patient was participating in a virtual prayer group when she was having difficulty operating her computer. A member of the group contacted the patient¿s daughter to check on the patient due to the patient¿s behavior, as she was disoriented, confused, unable to think clearly, and was unable to use her phone or communicate properly. The patient¿s daughter checked on the patient and her cgm value was in the 40s mg/dl, however, the patient did not receive any alert from her dexcom mobile app of her cgm value dropping. The patient drank orange juice and she was given (3) glucose tablets by her daughter as treatment. After treatment, the patient¿s bg level increased to 240 mg/dl (it was not specified if this was a cgm or bg meter value). The patient was doing ¿fine¿ at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.